Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient's leads were replaced because the patient was not receiving adequate coverage to her pain area. Effective stimulation therapy was reportedly confirmed postoperatively.